Manufacturer narrative:
Submit date: 12/01/2014.an investigation is currenlty underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All dhrs are reviewed for accuracy prior to product release. The product sample consisted of one palindrome 14.5 fr dual lumen hemodialysis catheter. The sample presented signs of use and was cut under the felt cuff. After a visual inspection was performed, a hole was found between the hub and the am sleeve. During functional testing (underwater test), bubbles were detected coming out below the hub, from the lumen which corresponds to the venous extension. The lumen corresponding to the arterial extension did not show bubbles during the test. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. The hole found on the catheter during the sample evaluation would cause a gross leak and would be identified during the manufacturing leak test operation. It is more likely that the catheter was damaged during use. The most probable root cause could be due to over bending or excessive force. This event is being handled through a corrective and preventative action. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing during production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that the catheter shaft and hub is broken. The catheter was pulled and replaced on (B)(6), 2014. The patient was recovered satisfactorily. The dwell time of the catheter is unknown.